Manufacturer narrative:
Additional information was received that the patient had non-device related stage four cancer and that no further course of action will be taken at this time.

Event description:
A report was received that the patient was experiencing discomfort at the implant site. The patient will undergo an explant procedure.

Manufacturer narrative:
. Additional suspect medical device components involved in the event: model#: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm.

Event description:
A report was received that the patient was experiencing discomfort at the implant site. The patient will undergo an explant procedure.